Manufacturer narrative:
This report is submitted on october 18, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth and inflammation around the abutment site (date not reported). Subsequently, the patient was treated with topical steroid (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.